Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Explant date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was noticed on the optical surface of the preloaded intraocular lens (iol). The issue was observed after the lens was fully inserted into the patient's operative eye. The surgeon immediately remove the damaged lens and replaced it with a back-up iol. The surgeon indicated that the tip of the iol delivery system scratched the lens as the tip was bent instead of being straight. No adverse impact to the patient was reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 18-aug-2022 section h3 - device evaluated by manufacturer? Yes device evaluation: no iol (intraocular lens) was received as part of this return, therefore no product evaluation could be performed on the lens. Visual inspection under magnification revealed that the handpiece was received with the cartridge tip cracked and bent, in a way consistent with a handpiece that was dropped. No further issues were observed with the handpiece. The complaint issue of cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of cosmetic issues was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.